Event description:
It was reported that, after extending the helix out of the tip, it was then not possible to pull the helix back inside the tip again. The lead was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis indicates that the lead stretched. It was noted that the lead was received with the helix fully extended and the distal conductor distorted within the connector. The distal conductor has been over-extended in the connector. Lead damaged at implant.